Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure ¿ essure coils protrude over the expected location of the bilateral fallopian tubes"), abdominal pain lower ("pain in lower left side"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy"), abortion spontaneous ("subsequent miscarriage / pregnancy (stillbirth or miscarriage) miscarriage"), chronic inflammatory demyelinating polyradiculoneuropathy ("autoimmune disorder: guillain-barre syndrome, chronic inflammatory demyelinating polyneuropathy") and nephrolithiasis ("kidney stones") in a 35-year-old female patient who had essure (batch no: 626584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 2 (on (B)(6) 2002; on (B)(6) 2008), miscarriage, c-section (on (B)(6) 2008, on (B)(6) 2002), gestational diabetes, carpal tunnel syndrome and pid pelvic inflammatory disease. Previously administered products included for prevent pregnancy: birth control pills from on (B)(6) 2008 to on (B)(6) 2009, iud from 2004 to 2006 and depo from 2003 to 2004. Concurrent conditions included obesity, dizzy, ovarian cyst, vomiting, dysfunctional uterine bleeding, weakness, difficulty in walking, urinary incontinence and mood disorder since 2013. Concomitant products included celecoxib (celexa) from 2009 to 2011, lamotrigine from 2013 to 2016 and norethisterone (mini-pill) from 2006 to 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("urinary tract infections / infection (bladder/urinary tract/vaginal) - type: uti") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2009, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: anxiety"). On (B)(6) 2009, the patient experienced bacterial vulvovaginitis ("numerous vaginal bacterial infections / infection (bladder/urinary tract/vaginal) - type: bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth"). In 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) with paralysis, hypoaesthesia and paraesthesia, 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced rash erythematous ("rashes or skin conditions ¿ skin rash / itching / redness or other change in skin color"), dry skin ("rashes or skin conditions ¿ dry patches on skin that resemble a burn") and blister ("blister"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back pain"), weight fluctuation ("weight fluctuations"), procedural pain ("suffered a painful post-operative recovery"), myalgia ("muscle pain"), arthralgia ("joint pain") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - type:bacterial vaginosis"). The patient was treated with antibiotics, gabapentin, immunoglobulin human normal (gamunex), ketorolac, metronidazole, ondansetron (zofran), oxycodone, riboflavin, rizatriptan, and surgery (underwent a surgery to remove the essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, bacterial vulvovaginitis, migraine, fatigue, weight fluctuation, urinary tract infection, procedural pain, headache, blister, vaginal discharge, weight increased, myalgia and arthralgia outcome was unknown, the abdominal pain lower, nephrolithiasis, menorrhagia, back pain, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, nausea, pelvic pain, rash erythematous, dry skin, dysgeusia, abdominal pain and urinary incontinence had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, blister, chronic inflammatory demyelinating polyradiculoneuropathy, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, nausea, nephrolithiasis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash erythematous, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date. Previously reported as: on (B)(6) 2008. In current follow up reported as: on (B)(6) 2008 (per pfs) discrepancy noted in removal date per pfs discrepancy noted in onset date of pregnancy(miscarriage). Previously reported: on (B)(6) 2015. As per current pfs: on (B)(6) 2015. Previously reported as: on (B)(6) 2016 in current follow up reported as: on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray: on (B)(6) 2016: results: essure generally in the correct location. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records confirming : vaginal bleeding, bacterial vaginosis, abortion spontaneous, pelvic pain, abdominal pain, numbness, anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure ¿ essure coils protrude over the expected location of the bilateral fallopian tubes"), abdominal pain lower ("pain in lower left side"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy"), abortion spontaneous ("subsequent miscarriage / pregnancy (stillbirth or miscarriage) miscarriage"), chronic inflammatory demyelinating polyradiculoneuropathy ("autoimmune disorder: guillain-barre syndrome, chronic inflammatory demyelinating polyneuropathy") and nephrolithiasis ("kidney stones") in a 35-year-old female patient who had essure (batch no. 626584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 2 (B)(6) 2002; (B)(6) 2008), miscarriage, c-section (B)(6) 2008, (B)(6)(2002)), gestational diabetes, carpal tunnel syndrome and pid pelvic inflammatory disease. Previously administered products included for prevent pregnancy: birth control pills from october 2008 to 31-jan-2009, iud from 2004 to 2006 and depo from 2003 to 2004. Concurrent conditions included obesity, dizzy, ovarian cyst, vomiting, dysfunctional uterine bleeding, weakness, difficulty in walking, urinary incontinence and mood disorder since 2013. Concomitant products included celecoxib (celexa) from 2009 to 2011, lamotrigine from 2013 to 2016 and norethisterone (mini-pill) from 2006 to 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("urinary tract infections / infection (bladder/urinary tract/vaginal) - type: uti") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2009, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2009, the patient experienced bacterial vulvovaginitis ("numerous vaginal bacterial infections / infection (bladder/urinary tract/vaginal) - type: bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth"). In 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In june 2015, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In december 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) with paralysis, hypoaesthesia and paraesthesia, 7 years 3 months after insertion of essure. In january 2016, the patient experienced rash erythematous ("rashes or skin conditions ¿ skin rash / itching / redness or other change in skin color"), dry skin ("rashes or skin conditions ¿ dry patches on skin that resemble a burn") and blister ("blister"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back pain"), weight fluctuation ("weight fluctuations"), procedural pain ("suffered a painful post-operative recovery"), myalgia ("muscle pain"), arthralgia ("joint pain") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - type:bacterial vaginosis"). The patient was treated with antibiotics, gabapentin, ibuprofen (motrin), immunoglobulin human normal (gamunex), ketorolac, metronidazole, ondansetron (zofran), oxycodone, riboflavin, rizatriptan and surgery (underwent a surgery to remove the essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, bacterial vulvovaginitis, migraine, fatigue, weight fluctuation, urinary tract infection, procedural pain, headache, blister, vaginal discharge, weight increased, myalgia and arthralgia outcome was unknown, the abdominal pain lower, nephrolithiasis, menorrhagia, back pain, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, nausea, pelvic pain, rash erythematous, dry skin, dysgeusia, abdominal pain and urinary incontinence had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, blister, chronic inflammatory demyelinating polyradiculoneuropathy, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, nausea, nephrolithiasis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash erythematous, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: ??-nov-2008 in current follow up reported as: 10oct2008 (per pfs) discrepancy noted in removal date per pfs discrepancy noted in onset date of pregnancy(miscarriage). Previously reported: may2015. As per current pfs: 17-jun-2015. Previously reported as: 08-mar-2016 in current follow up reported as: 18mar2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray - on (B)(6) 2016: results: essure generally in the correct location. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : vaginal bleeding, bacterial vaginosis, abortion spontaneous, pelvic pain, abdominal pain, numbness, anxiety". Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Lot number added. Events added from pfs- weight gain / loss (specify which one) weight gain,bladder problems or changes and urinary problems or changes updated to incontinence, joint pain, muscle pain, did not undergo confirmation test,bacterial vaginosis. Outcome of events updated. Implanted and explanted date updated. Treatment and concomitant drug added. Historical drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure ¿ essure coils protrude over the expected location of the bilateral fallopian tubes"), abdominal pain lower ("pain in lower left side"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy"), abortion spontaneous ("subsequent miscarriage"), chronic inflammatory demyelinating polyradiculoneuropathy ("autoimmune disorder: guillain-barre syndrome, chronic inflammatory demyelinating polyneuropathy") and nephrolithiasis ("kidney stones") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002; (B)(6) 2008), miscarriage, c-section ((B)(6) 2008, (B)(6) 2002)), gestational diabetes, carpal tunnel syndrome and pid pelvic inflammatory disease. Previously administered products included for an unreported indication: birth control pills from october 2008 to (31-jan-2009). Concurrent conditions included obesity, dizzy, ovarian cyst, vomiting, dysfunctional uterine bleeding, weakness, difficulty in walking and urinary incontinence. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) and urinary tract infection ("urinary tract infections"). In 2009, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth"). In 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant) with paralysis, hypoaesthesia and paraesthesia, rash erythematous ("skin rash / itching / redness or other change in skin color"), dry skin ("dry patches on skin that resemble a burn") and blister ("blister"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back pain"), bacterial vulvovaginitis ("numerous vaginal bacterial infections"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), procedural pain ("suffered a painful post-operative recovery"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with riboflavin, rizatriptan, gabapentin, ketorolac, oxycodone, metronidazole, ibuprofen (motrin), surgery (salpingectomy) and surgery (underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, nephrolithiasis, menorrhagia, bacterial vulvovaginitis, migraine, depression, anxiety, alopecia, fatigue, weight fluctuation, urinary tract infection, procedural pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, headache, nausea, rash erythematous, dry skin, blister, vaginal discharge and dysgeusia outcome was unknown and the abdominal pain lower, back pain, pelvic pain and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, blister, chronic inflammatory demyelinating polyradiculoneuropathy, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash erythematous, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray - on (B)(6) 2016: essure generally in the correct location concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : vaginal bleeding, bacterial vaginosis, abortion spontaneous, pelvic pain, abdominal pain, numbness, anxiety". Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new events " abnormal bleeding (vaginal), bladder problems or change, urinary tract disorder, dysmenorrhea (cramping), vaginal bacterial infections, headaches, nausea, pain, anxiety, skin rash, redness or other change in skin color, dry patches on skin that resemble a burn, itching, blister, vaginal discharge, metal taste in mouth, abdominal pain, abnormal uterine bleeding and malposition of essure ¿ essure coils protrude over the expected location of the bilateral fallopian tubes" were added. Previously reported "autoimmune disorder" was specified as " guillain-barre syndrome, chronic inflammatory demyelinating polyneuropathy". New reporter were added. Case updated as medically confirmed. Treatment medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower left side"), nephrolithiasis ("kidney stones"), paralysis ("paralysis nos"), abortion spontaneous ("subsequent miscarriage"), pregnancy with contraceptive device ("unintended pregnancy") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), paralysis (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods"), back pain ("lower back pain"), bacterial vulvovaginitis ("numerous vaginal bacterial infections"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), urinary tract infection ("urinary tract infections") and procedural pain ("suffered a painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, nephrolithiasis, paralysis, abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, dyspareunia, menorrhagia, back pain, bacterial vulvovaginitis, migraine, depression, anxiety, hypoaesthesia, paraesthesia, alopecia, fatigue, weight fluctuation, urinary tract infection and procedural pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, autoimmune disorder, back pain, bacterial vulvovaginitis, depression, dyspareunia, fatigue, hypoaesthesia, menorrhagia, migraine, nephrolithiasis, paraesthesia, paralysis, pregnancy with contraceptive device, procedural pain, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: since having the surgery patient¿s symptoms are mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.